Event description:
It was reported that the patient stopped breathing and was subsequently on life support, closely following a pump replacement. The patient had replacement of pump on (B)(6) 2012, and catheter was aspirated with no difficulty. The replacement pump was filled with new medication, and the pump system was primed and started post replacement/implant. The reporter stated that the patient went home that day, had gone to sleep at home later that afternoon and when her family checked on her, she wasn't breathing. The patient's family called 911 and as of (B)(4) 2012, the patient was on life support. Per the critical care physician, the pump was turned to minimal rate. The patient had other conditions as well, and the primary pump managing pain physician did not feel that the event was pump related. The symptoms/complications reported as related to the event were altered mental status, cardiac arrest, and disseminated intravascular coagulation (dic). The medications in the pump were infumorph and clonidine. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003-(B)(6), product type catheter, product ID 8627l18, serial# (B)(4), implanted: 2003-(B)(6), explanted: 2012-(B)(6), product type pump. (B)(4).